Event description:
As reportedly by hospital. Pressure gauge on the balloon inflation device was not showing pressures, so the physician was not able to verify how much the pressure had been increased. There was no patient injury or incident. The device will be returned for evaluation.